Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt died. The index procedure treated the de novo, 100% stenosed 2.75x35mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 0.3 x 15mm balloon and the placement of two overlapping taxus liberte study stents (2.5x24mm, 2.75x16mm). Post dilation was performed using the 2.75x16mm stent delivery balloon. Ivus was performed confirming the stents were well apposed resulting in 25% residual stenosis. Seven days post the index procedure and during the patient's hosp stay, multiple organ failure occurred, and the pt died. It was noted that the pt had diabetes for 13 years and had severe renal disease. Per the physician, the event was "unrelated" to the study stents.

Manufacturer narrative:
(B) (4)

Event description:
(B) (4).same case as MFR report #: 2134265-2010- 00210.it was reported that following a coronary drug eluting stenting treatment procedure, the patient died.the index procedure treated the de novo, 100% stenosed 2.75x35mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3.0x15mm balloon and the placement of two overlapping taxus liberte study stents (2.5x24mm, 2.75x16mm). Post dilation was performed using the 2.75x16mm stent delivery balloon. Ivus was performed confirming the stents were well apposed resulting in 25% residual stenosis. At 7 days post the index procedure and during the patient's hospital stay, multiple organ failure occurred and the patient died. It was noted that the patient had diabetes for 13 years and had severe renal disease. Per the physician, the event was "unrelated" to the study stents.it was further reported that the index procedure was performed to treat an acute myocardial infarction (ami). The patient's diabetic renal disease continued to worsen post the index procedure and on day 5 the patient developed oliguria. Treatment consisted of oxygen, lasix, predohan and noradrenalin. Per the physician, administration of lasix did not improve the patients' condition. Then, failure of the circulatory system was confirmed leading to multi organ failure. The patient's death was listed as "not related " to stent thrombosis or mi.